Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of low amplitude measurements. Smart pass had been disabled and could not be programmed back on. The system was explanted and replaced with a transvenous system. During the explant procedure, it was noted that the device had migrated inferiorly. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of low amplitude measurements. Smart pass had been disabled and could not be programmed back on. The system was explanted and replaced with a transvenous system. During the explant procedure, it was noted that the device had migrated inferiorly. No additional adverse patient effects were reported. The product has been received for analysis.